Manufacturer narrative:
The manufacturer previously reported a remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were observed inside the assembly. In addition, tobacco contamination and dust/dirt was found inside the device. Additionally, the patient¿s complaint was confirmed, and the device was scrapped. Based on the information available at this time of investigation, it has been determined that there is no evidence of foam particles or that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were observed inside the assembly. In addition, tobacco contamination and dust/dirt was found inside the device. Additionally, the patient¿s complaint was confirmed, and the device was scrapped.